Event description:
It was reported to philips that the system would not boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable boot up. Philips confirmed that no service was needed, and the service request sent for philips evaluation and repair service was cancelled by the customer. As the service request was cancelled, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.